Event description:
It was reported that during a da vinci-assisted intestinal resection procedure, a bowel injury occurred while mobilizing the intestines. During the release of adhesions and manipulation of the bowel, an initial small bowel injury occurred as the surgeon observed the presence of fecal content within the surgical field. There was no bleeding; the area was cleaned, and the injury was repaired with sutures. However, during further manipulation of the intestines, the small bowel was inadvertently injured again, approximately 5cm below the initial injury, resulting in additional exposure of fecal content. The surgeon decided to convert to an open approach to thoroughly clean the area and repair the injury using sutures. There was no bleeding from the second injury, and no additional tissue removal was necessary. The patient tolerated the conversion, and the procedure was completed without further complications. The cause of the incidents was attributed to the fragility and friable condition of the tissue, and the surgeon that the use of the da vinci system, its instruments, or accessories did not cause or contribute to the injuries. The patient did not experience any post-operative complications and there is no concern that this event will result in any long-term complications. The patient has since been discharged and is recovering at home.

Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.